Event description:
It was reported that when using the bd pyxis¿ medstation¿ es medications that were due for ¿now¿ did not appear in the station. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the due now medications were not appearing in pyxis. A technical support specialist (tss) dialed into the server and verified the provided order ID. The order was showing and was still active. The tss sought assistance from the customer and shared the station. An event report was run on the station, which confirmed that the mentioned medication had been overridden. The tss spoke with the customer and confirmed that the problem was resolved as the medication had been overridden. The issue was resolved and customer granted permission to close this case. The system functioned as intended after the technical support specialist troubleshot the device.